Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and functional test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between pebax and the third electrode, and a reddish material inside it. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number 31472610l, and no internal actions related to the reported complaint were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a separation between the pebax and 3rd electrode. During the procedure, there was an error message - electrode temperature slope too high - that was displayed on the ngen generator and ablation stopped. The medical team pulled the qdot micro¿ catheter out and they found there was blood inside the tip of the catheter. They tried to flush the catheter and clean the tip, but the blood was still inside the tip. The catheter was replaced and the problem was resolved. The case continued. No patient consequences were reported.